Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a-fib procedure the navistar variable lasso did not re-expand as desired after being contracted to fit into the ripv. The physician removed the catheter from the patient without any difficulty and confirmed the lasso could not be expanded from 15mm size as desired. Changing the lasso catheter resolved the issue.